Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/+1.0/091 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore. This occurred on (B)(6) 2018. The lens was removed and replaced with an alternate lens intra-operatively. The problem was resolved. No patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
The lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Method code added, result code updated. Claim#: (B)(4).